Event description:
The customer reported weak false positive reactions of n negative cells from their cell panel of a competitor with seraclone anti-n art no 808415, lot 1004041. We are still waiting for the samples and the complained product which were requested from customer. The retention sample of quality control laboratory was tested with different n positive and negative red cells. All positive and negative reactions were correct. We didn't observe any false positive reactions.

Manufacturer narrative:
The stn # 125225.